Event description:
It was reported that during a remote follow up, post paced t-wave oversensing (pptwos) was noted on the device. The device was reprogrammed, however, following the reprogramming, additional pptwos were noted on the device. No additional intervention has been performed at this time. The patient was in stable condition.